Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a generator changeout for normal eri, high capture threshold was observed. The lead was capped and replaced. The patient condition is stable.